Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt information is reasonably known at the time of the event. Donation ID: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file. It is possible that this leukoreduction failure is donor related.

Manufacturer narrative:
(B)(4). Investigation: during the run, aggregated platelets could be seen in the bag. According to the donor's donation history, platelets from this donor tend to aggregate/clump. The operator noticed that the measured and entered platelet pre-count value was higher than previous collections. This donor normally has platelet pre-count around 275-300x10^3/ul. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.